Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated they believe this device is no longer active. The patient is not transparent about his medical history. The patient was sent to the local hospital's clinic for follow up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be interrogated despite troubleshooting efforts. No adverse patient effects were reported.